Event description:
Increased shortness of breath. Device appears to be undersensing on the atrial. Appears potential atrial under sensing triggering device classified false termination of at/af event(s) at times. All at/af therapies disabled on (B)(6) 2021, because atrial lead position check failed. Reference report: mw5167541. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).